Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. The patient noted that the symbol on the ok keypad button was worn. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump under a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. The ok button symbol was worn; which has no effect on insulin delivery. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. The ok button responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display was dim and discolored. Additionally, the battery compartment was cracked.